Event description:
It was reported that this was a venotomy closure of the left common femoral vein using the pre-close technique via a 6f sheath hole prior to a pulmonary vein isolation (pvi) interventional procedure. Reportedly, when the plunger was removed for both prostyle, no suture was present for either device. The sutures of one new prostyle was successfully pre-placed. The sheath was upsized to an 8f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
An analysis was performed on the returned device. The needle to cuff miss was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to user error. In this case, the plunger was pulled (step 3) prior to deploying the needles (step 2) as indicated by the rail end pulled through the handle with the posterior needle tip. Additionally, both cuffs in the foot pockets indicate no contact with either needle. If a bilateral cuff miss occurred, the posterior needle tip would be ejected. Therefore, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.